Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / pain'), appendicitis perforated ('adhesions from ruptured appendix') and renal colic ('left kidney pain/stone') in an adult female patient who had essure (batch no. 809011) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not underwent essure confirmation test". The patient's medical history included knee surgery nos. Concurrent conditions included morbid obesity. Concomitant products included buspirone hydrochloride (buspar), cefixime (flexeril), lorazepam (ativan), sertraline hydrochloride (zoloft) and zolpidem tartrate (ambien). On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), appendicitis perforated (seriousness criterion medically significant), renal colic (seriousness criterion medically significant) with renal colic, vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmennorhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding) / abnormal bleeding (menorrhagia)"), abdominal pain ("abdominal pain"), urinary tract infection ("urinary tract infection / uti"), fatigue ("fatigue"), adenomyosis ("adenoyosis"), ovarian adhesion ("adhesions to ovaries bilaterally"), abdominal adhesions ("adhesions from ruptured appendix"), anxiety ("anxiety"), irritability ("increased irritability"), rash papular ("rashes or skin conditions type: bumps on elbow"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), abdominal pain lower ("lower abdominal pain") and back pain ("lower back pain") and was found to have hormone level abnormal ("hormonal changes"), weight increased ("weight gain / weight gain / loss specify which one: weight gain") and uterine leiomyoma ("uterine fibroids"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal haemorrhage, dysmenorrhoea, menorrhagia and abdominal pain had resolved and the appendicitis perforated, renal colic, urinary tract infection, hormone level abnormal, fatigue, weight increased, uterine leiomyoma, adenomyosis, ovarian adhesion, abdominal adhesions, anxiety, irritability, rash papular, bladder disorder, urinary tract disorder, abdominal pain lower and back pain outcome was unknown. The reporter considered abdominal adhesions, abdominal pain, abdominal pain lower, adenomyosis, anxiety, appendicitis perforated, back pain, bladder disorder, dysmenorrhoea, fatigue, hormone level abnormal, irritability, menorrhagia, ovarian adhesion, pelvic pain, rash papular, renal colic, urinary tract disorder, urinary tract infection, uterine leiomyoma, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient received treatment for dysmennorhea,pelvic pain, abdominal pain ,menorrhagia,urinary tract infection,hormonal changes, fatigue, weight gain approximate weight at the time of essure placement 225 lbs diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 40.5 kg/sqm. Ultrasound pelvis - on (B)(6) 2016: impression: the endometrium is thickened, which may be due to endometrial hyperplasia. There is a lesion within the anterior myometrium which is hyper vascular and extends into the anterior endometrial cavity. It is unclear this is an endometrial lesion which is aggressive and has extended into the myometrium or this is an underlying submucosal fibroid with poorly defined borders. It is hyper vascular and further evaluation is recommended with tissue sampling. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-sep-2019: quality safety evaluation of product technical complaint. We received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and appendicitis perforated ('adhesions from ruptured appendix') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not underwent essure confirmation test". On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmennorhea (cramping"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), rash ("rash"), skin disorder ("skin condition"), urinary tract infection ("urinary tract infection"), fatigue ("fatigue"), adenomyosis ("adenoyosis"), ovarian adhesion ("adhesions to ovaries bilaterally"), appendicitis perforated (seriousness criterion medically significant) and adhesion ("adhesions from ruptured appendix") and was found to have hormone level abnormal ("hormonal changes"), weight increased ("weight gain") and uterine leiomyoma ("uterine fibroids"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain and menorrhagia had resolved and the rash, skin disorder, urinary tract infection, hormone level abnormal, fatigue, weight increased, uterine leiomyoma, adenomyosis, ovarian adhesion, appendicitis perforated and adhesion outcome was unknown. The reporter considered abdominal pain, adenomyosis, adhesion, appendicitis perforated, dysmenorrhoea, fatigue, hormone level abnormal, menorrhagia, ovarian adhesion, pelvic pain, rash, skin disorder, urinary tract infection, uterine leiomyoma and weight increased to be related to essure. The reporter commented: patient received treatment for dysmennorhea,pelvic pain, abdominal pain ,menorrhagia,urinary tract infection,hormonal changes, fatigue, weight gain quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-aug-2019: pfs received: previously reported event "injury" was updated to new events dysmennorhea (cramping),pelvic pain,abdominal pain,menorrhagia (heavy menstrual bleeding),rash,skin condition,urinary tract infection, hormonal changes, fatigue, weight gain,uterine fibroids, adenoyosis, adhesions to ovaries bilaterally, adhesions from ruptured appendix,patient did not undergo essure confirmation test. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / pain'), appendicitis perforated ('adhesions from ruptured appendix') and nephrolithiasis ('left kidney pain/stone') in an adult female patient who had essure (batch no. 809011) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not underwent essure confirmation test". The patient's medical history included knee surgery nos. Concurrent conditions included obesity. Concomitant products included buspirone hydrochloride (buspar), cefixime (flexeril), lorazepam (ativan), sertraline hydrochloride (zoloft) and zolpidem tartrate (ambien). On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), appendicitis perforated (seriousness criterion medically significant), nephrolithiasis (seriousness criterion medically significant) with renal colic, vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmennorhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding) / abnormal bleeding (menorrhagia)"), abdominal pain ("abdominal pain"), urinary tract infection ("urinary tract infection / uti"), fatigue ("fatigue"), adenomyosis ("adenoyosis"), ovarian adhesion ("adhesions to ovaries bilaterally"), abdominal adhesions ("adhesions from ruptured appendix"), anxiety ("anxiety"), irritability ("increased irritability"), rash papular ("rashes or skin conditions type: bumps on elbow"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), abdominal pain lower ("lower abdominal pain") and back pain ("lower back pain") and was found to have hormone level abnormal ("hormonal changes"), weight increased ("weight gain / weight gain / loss specify which one: weight gain") and uterine leiomyoma ("uterine fibroids"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal haemorrhage, dysmenorrhoea, menorrhagia and abdominal pain had resolved and the appendicitis perforated, nephrolithiasis, urinary tract infection, hormone level abnormal, fatigue, weight increased, uterine leiomyoma, adenomyosis, ovarian adhesion, abdominal adhesions, anxiety, irritability, rash papular, bladder disorder, urinary tract disorder, abdominal pain lower and back pain outcome was unknown. The reporter considered abdominal adhesions, abdominal pain, abdominal pain lower, adenomyosis, anxiety, appendicitis perforated, back pain, bladder disorder, dysmenorrhoea, fatigue, hormone level abnormal, irritability, menorrhagia, nephrolithiasis, ovarian adhesion, pelvic pain, rash papular, urinary tract disorder, urinary tract infection, uterine leiomyoma, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient received treatment for dysmennorhea,pelvic pain, abdominal pain ,menorrhagia,urinary tract infection,hormonal changes, fatigue, weight gain approximate weight at the time of essure placement 225 lbs diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 40.5 kg/sqm. Ultrasound pelvis - on (B)(6) 2016: impression: the endometrium is thickened, which may be due to endometrial hyperplasia. There is a lesion within the anterior myometrium which is hyper vascular and extends into the anterior endometrial cavity. It is unclear this is an endometrial lesion which is aggressive and has extended into the myometrium or this is an underlying submucosal fibroid with poorly defined borders. It is hyper vascular and further evaluation is recommended with tissue sampling.. Most recent follow-up information incorporated above includes: on 10-sep-2019: pfs received: new events (vaginal bleeding, increased irritability, anxiety, bumps on elbow and kidney stones left side, lower abdominal pain, back pain, bladder/urinary problems or changes, ) added, previously reported ¿rashes or skin conditions¿ clarified as ¿bumps on elbow¿; concomitant medication, lot number, lab test, new reporter and patient height updated. We received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / pain') and appendicitis perforated ('adhesions from ruptured appendix') in an adult female patient who had essure (batch no. 809011) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not underwent essure confirmation test". The patient's medical history included knee surgery nos and gestational diabetes. Concurrent conditions included morbid obesity. Concomitant products included buspirone hydrochloride (buspar) since 2010, cefixime (flexeril) since (B)(6) 2012, chlormezanone (restoril) since 2009 to (B)(6) 2011, fluoxetine hydrochloride (prozac) from 2009 to 2014, lorazepam (ativan) since 2010, sertraline hydrochloride (zoloft) from october 2014 to march 2017 and zolpidem tartrate (ambien) since 2009. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced renal colic ("left kidney pain/stone") and urinary tract infection ("urinary tract infection / uti"). In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia (heavy menstrual bleeding) / abnormal bleeding (menorrhagia)") and adenomyosis ("adenomyosis") and was found to have weight increased ("weight gain / weight gain / loss specify which one: weight gain"). In 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), anxiety ("anxiety"), irritability ("increased irritability") and depression ("mild depression"). In (B)(6) 2017, the patient experienced rash papular ("rashes or skin conditions type: bumps on elbow"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), appendicitis perforated (seriousness criterion medically significant), abdominal pain ("abdominal pain"), fatigue ("fatigue"), ovarian adhesion ("adhesions to ovaries bilaterally"), abdominal adhesions ("adhesions from ruptured appendix"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), abdominal pain lower ("lower abdominal pain") and back pain ("lower back pain") and was found to have hormone level abnormal ("hormonal changes") and uterine leiomyoma ("uterine fibroids"). The patient was treated with surgery hysterectomy with bilateral salpingectomy (B)(6) 2016. Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal haemorrhage, dysmenorrhoea, menorrhagia and abdominal pain had resolved and the appendicitis perforated, renal colic, urinary tract infection, hormone level abnormal, fatigue, weight increased, uterine leiomyoma, adenomyosis, ovarian adhesion, abdominal adhesions, anxiety, irritability, rash papular, bladder disorder, urinary tract disorder, abdominal pain lower, back pain and depression outcome was unknown. The reporter considered abdominal adhesions, abdominal pain, abdominal pain lower, adenomyosis, anxiety, appendicitis perforated, back pain, bladder disorder, depression, dysmenorrhoea, fatigue, hormone level abnormal, irritability, menorrhagia, ovarian adhesion, pelvic pain, rash papular, renal colic, urinary tract disorder, urinary tract infection, uterine leiomyoma, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient received treatment for dysmenorrhea,pelvic pain, abdominal pain ,menorrhagia,urinary tract infection,hormonal changes, fatigue, weight gain approximate weight at the time of essure placement 225 lbs current weight 260 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 40.5 kg/sqm. Ultrasound pelvis - on (B)(6) 2016: impression: the endometrium is thickened, which may be due to endometrial hyperplasia. There is a lesion within the anterior myometrium which is hyper vascular and extends into the anterior endometrial cavity. It is unclear this is an endometrial lesion which is aggressive and has extended into the myometrium or this is an underlying submucosal fibroid with poorly defined borders. It is hyper vascular and further evaluation is recommended with tissue sampling.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: plaintiff fact sheet received. Events added from pfs- depression. Onset date of concomitant drug were updated. Onset date of vaginal haemorrhage, menorrhagia, urinary tract infection, dysmenorrhoea, irritability, anxiety, renal colic, rash popular, weight increased, adenomyosis were updated. We received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.